Manufacturer narrative:
Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. Although the reason for the valve explant is unknown, there was no indication or allegation of a device malfunction and/or deficiency contributing to the event. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. The subject device was not returned evaluation as it is unknown when/where the device was explanted; therefore, the complaint cannot be confirmed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted. Updated sections: h4, and h6 (type of investigation, investigation finding, and investigation conclusion)

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry that a patient with a 29mm 11060a valve, implanted in aortic position, underwent a valve-in-valve procedure after an unknown implant duration due to unknown reason.

Manufacturer narrative:
Due diligence attempts were made to gather additional information regarding a device failure mode; however additional information is not available at this time. Patient medical records were not provided by the hospital for review, or the medical records provided do not clarify the device failure mode. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined. Per the instructions for use (IFU), reoperation/explant are known potential adverse events associated with bioprosthetic cardiac valves and annuloplasty rings. The device history record (DHR) was not reviewed as no information regarding a device failure mode was provided. Therefore, a review of manufacturing and/or device component issues that may have contributed to the reported event is unable to be performed. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.